Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Allergan is unable to follow up; therefore, additional event, product, or patient details are not attainable. Allergan has initiated an investigation into this late report.

Event description:
Consumer forwarded an online forum discussion in which a patient reported unknown side rupture. Device status is unknown.